Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted from (B)(6) 2026 for arrhythmia. Treatment included oral medication adjustment.